Manufacturer narrative:
Results: the pet lock of the penumbra smart coil (smart coil) was broken on the proximal end of the pusher assembly. The pull wire was completely retracted out of the distal detachment tip (ddt) and the embolization coil was detached from its pusher assembly. The embolization coil had offset coil windings. The outer diameter (od) of the embolization coil was measured and found to be within specification. Conclusions: evaluation of the returned device revealed that the pet lock was broken on the proximal end of the pusher assembly and the pull wire was retracted out of the ddt. A broken pet lock typically occurs when an attempt is made to detach the coil using a detachment handle; however, no attempt of detachment was mentioned. Therefore, the broken pet lock may have been incidental. Further evaluation revealed that the pull wire was completely retracted out of the ddt. By design, if the pull wire is retracted out of the ddt the embolization coil will detach from is pusher assembly. Since the pet lock was broken and the pull wire was retracted out of the ddt, the root cause of the unintentional detachment could not be determined. The offset coil winding likely occurred due to handling after the coil was detached from its pusher assembly. The od of the embolization coil was measured and found to be within specification. The root cause of the resistance that was felt during advancement could not be determined. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (aca) using penumbra smart coils (smart coils). During the procedure, the physician successfully placed three smart coils using a non-penumbra microcatheter. While advancing a new smart coil one centimeter into the aneurysm through the microcatheter, the physician encountered resistance; therefore, the physician retracted and re-sheathed the smart coil. Upon re-sheathing of the pusher wire assembly, it was found that the smart coil had unintentionally detached; therefore, the physician used fluoroscopy to confirm that the detached coil was still within the microcatheter. The physician then removed the microcatheter with the smart coil inside, and flushed the microcatheter to remove the smart coil. The procedure ended at this point. There was no report of an adverse effect to the patient.